Event description:
The customer contacted baxter's technical service center regarding a leak, which occurred on the homechoice (hc) after use. The home patient (hp) had a fluid leak last night under the unit but the unit was dry. The baxter technical service representative (tsr) checked the setup and found nothing on the unit was wet. The heater bag was full and the supply bag was at least - full. The inside of the cassette door in the cassette was full of fluid. The towel under the unit was soaked and the floor was wet. Per the hp she had two dogs that sleep in the room but there was no damage to the lines at all. Per the hp it was a two bag set up one on top of the other along side the unit. Per the hp the 2nd bag was lifted up to replace the wet towel with a dry one and the new towel is still dry. The hp would continue to use the unit. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the problem was not confirmed. The root cause was undetermined.a evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation.

Manufacturer narrative:
(B)(4). A request for the return of the actual sample has been made. Should the actual sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.